Event description:
Caller reported an issue with the touchscreen responsiveness of the pump, noting that the screen takes longer than expected and requires several taps to respond. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on how the pump prioritizes tasks, explaining that delays can occur when a task is of lower priority, and provided tips for better interaction with the touchscreen. Caller understood and acknowledged the information provided.